Manufacturer narrative:
The pump was not returned for investigation. Data log was not provided and was not retrieved from the remote server. Access site adverse event (major bleed): clinical details indicate oozing from the impella site was present overnight. Femstop was placed and controlled the oozing, but bleeding resumed when femstop was removed. The md performed a nick and spread of the tissue track on insertion. The cause of the access site bleeding was not determined without returned product investigation and sufficient clinical details. Mechanical interaction with blood (hemolysis): clinical details indicate the provider reported the patient was hemolyzing, with haptoglobin <3, and pfhgb was sent out and is pending. Platelets and hemoglobin rebounded after transfusion. The cause of the hemolysis was not determined without returned product investigation and sufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
The complainant reported that oozing was observed at the impella insertion site overnight. A femoral compression device was applied, which temporarily controlled the oozing; however, bleeding resumed upon removal of the device. The physician performed a nick-and-spread technique on the tissue tract at the insertion site.

Event description:
Additional information indicates "site bleeding resolved with fem stop, manual pressure and act < 180. There were no reported injuries to the patient from the care team. The skin tract was sharply dissected and spread prior to insertion per custom of provider. In follow up of low platelet counts - plasma free hgb levels never resulted - unsure if it was sent. Platelets did trend back up while impella was in place. Haptoglobin was < 3. Impella was weaned as planned based on patient's native recovery.".

Manufacturer narrative:
Additional information has been provided in b5; d9 and h4. Corrected information has been provided in d4 (primary UDI number). Upon review, it was identified that the information was inadvertently not submitted in the initial report.